Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient presented emergently with a ruptured aneurysm. CT scan showed the aneurx stent graft was about 2cms down from renal arteries and appeared to be either migration leading to a proximal type I endoleak and/or a type ii endoleak. The patient coded at the same time the stent graft was being removed and expired. Per the physician, the cause of aneurx stent graft migration was due to neck dilatation and no supra renal fixation.

Manufacturer narrative:
(B)(4).